Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n536145005, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who received unknown baclofen (unknown concentration, 90mcg/day) in an implantable pump for adrenoleukodystrophy. The patient experienced decreased efficacy. On (B)(6) 2016 (also reported as (B)(6) 2016 catheter migration outcome date), a CT scan was performed (also reported as x-ray study confirmed dislodgement) and it was observed the catheter tip dislodged to around the l1 level (implanted at t9). It was stated hospitalization or prolongation of hospitalization period for treat of the adverse event occurred. The catheter was replaced on (B)(6) 2016. During the replacement, one of the anchor wings came off, but "almost none of anchor migration" was observed. The replacement catheter was placed at the l1 level. The cause of why it loosened was unknown. The patient was observed to have recovered.